Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the device stopped firing after advancing about 1cm. The surgeon released the device from the tissue with no problem, and tried to change the reload. But the new reload was not connected as intended. According to a nurse, the reload could not be pushed into the shaft (the release button was abnormally stiff). Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).